Event description:
Related manufacturer reference number: 2017865-2024-33910. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated and had no capture, high pacing impedance and little current of injury. The lp was redocked with the delivery catheter and unfixed. The patient's blood pressure began to drop. Pericardiocentesis was performed and plasma and blood were given to the patient. The lp was implanted and the patient was sent to have the perforation repaired while exhibiting tachycardia. After surgery, the patient exhibited bradycardia and diaphragm stimulation. Fluoroscopy showed the lp had dislodged to the left femoral vein. The lp was explanted and replaced. Post-procedure, the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.